Manufacturer narrative:
The customer has indicated that no sample is available for evaluation. If any additional information becomes available a follow up report will be filed.

Event description:
Leaking of the 3-inch pigtail when used in conjunction with the enflow® cartridge. No patient injury reported. The connection to the extension tubing that connects to the filter did not connect well when the infusion was started, and it began to leak. The rn's have not noted any difficulty connecting the filter with the extension tubing-detected when the machine run is initiated. Device was in use when leak was identified. No medical intervention was needed. The solution being infused was blood product. No sample available.